Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8784 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024; explant date brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving dilauid (1mg/ml at 0.05mg) via an implantable pump. It was reported that the patient's pump had flipped two months ago. They presented for a refill to the office on october where their pump had to be manually flipped to be able to fill the pump. The patient felt their therapy wasn't as effective as before the pump started flipping. A dye study was attempted on (B)(6) 2025 and was unsuccessful. The catheter was revised on (B)(6) 2025. The issue was resolved at the time of the report.